Event description:
Pt presented 2003 with signs of an infection of the device pocket. This includes redness. Hcp reported unknown if cultures were obtained. Pt does not have meninigitis. The pt was treated with oral antibiotics and total device system explant. The device was not returned to the manufacturer for analysis. Hcp reported pt's infection is resolved.